Event description:
Customer reported via phone call, the buttons on the insulin pump were intermittently functioning. At time the when the customer pressed the buttons the numbers would scroll/ramp on their own. Customer's blood glucose was 140 to 150 mg/dl. Customer stated the buttons might be stuck. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the insulin pump for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up or stuck buttons noted during testing. The device had cracked reservoir tube lip and reservoir tube window.